Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise causing pacing inhibition. A lead fracture was suspected. The lead was capped and replaced. The patient's condition was good post procedure.